Event description:
It was observed that during the device evaluation, the flex video scope coating was peeling on the connecting tube. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, as well as corrections to e2, e3, and g2. A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, a definitive root cause was unable to be identified. However, it¿s likely the following stress was applied to insertion section and caused the coating to peel: physical stress such as scratching/hitting the insertion section. Chemical stress by conducting reprocessing not recommended in reprocessing manual. Stress by poor storage environment (in direct sunlight, at high temperature, in high humidity, or exposed to x-rays, ultraviolet rays, etc.). The following is included in the instructions for use: 3.3 inspection of the endoscope: 4 inspect the external surface of the entire insertion section, including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. Olympus will continue to monitor field performance for this device.